Manufacturer narrative:
An investigation has been initiated based on the reported info.

Event description:
The device was sent back to the customer after service. The tech incurred a laceration on his hand when he removed the guard because the blade was already "in position", and he was unaware of the blade.